Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2006. Revision surgery was performed. Primary surgery date is (B)(6) 2000.